Event description:
The user reported that the pump rebooted without user intervention. She also said the pump was using 2-3 batteries per week over the last month. The patient stated that her blood glucose levels have been elevated over the past week and that she has chronic back pain. She said she is using epidural anesthesia for her back pain and has had two recent back surgeries. There is no evidence that the pump caused or contributed to a serious injury as the patient's back pain is unrelated to diabetes management. The patient did not mention any symptoms with her blood glucose elevations and the elevations may be related to therapy for her back. There was no evidence of misuse of the product. There was no structural damage visible on the battery cap or battery compartment and the battery cap could be tightened to resistance. There was no visible corrosion in the battery compartment.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a cracked battery compartment was observed during the investigation. The battery cap was found to be stripped and did not properly hold power to the pump; a test cap was used for testing. The pump booted to the verify screen. There are no alarms related to the complaint in the alarm history. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.